Event description:
On (B)(6) /2012, the distributor contacted animas and stated that the keypad buttons were unresponive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4 )2012, with the following findings: the keypad was found to be peeling around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.